Event description:
Diligence is completed and no further information on the reported event ahs been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event was confirmed by review of op notes. Medical records were provided and reviewed. The review identified that, the patient underwent a review for loosening of the prosthetic stem on the right side following the implantation of a cementless total hip prosthesis in (B)(6) 2007 (cls stem, ocm access) and for an intraoperative fracture of the greater trochanter. During surgery, it was observed that the prosthesis was loose and, after removal of pronounced ossifications at the entry level, it could also be easily removed, but the tip of the greater trochanter broke in the process, although the shell remained implanted. A new stem, neck, and head are implanted without complications, and the trochanter fracture is fixed with a plate and wires and verified by fluoroscopy. Partial weight bearing with crutches for 6 weeks is recommended. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a. Implant date: (B)(6) 2007. D10. Unknown shell item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed in (B)(6) 2007. Subsequently, the patient was revised on an unknown date due to stem loosening. During the revision, an intraop fracture of the greater trochanter occurred which was stabilized with a competitor plate and cables. New femoral components were placed with the acetabular components remaining intact. No additional information has been provided thus far to provide further details. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b3, b4, b5, d6b, d10, e1, e3, g3, g6, h2, h11.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed in may 2007. Subsequently, approximately 10 years later, the patient was revised due to stem loosening. During the revision, an intraop fracture of the greater trochanter occurred which was stabilized with a competitor plate and cables. New femoral components were placed with the acetabular components remaining intact. Diligence is completed and no further information on the reported event ahs been provided.